Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a temperature alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a temperature alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.

Manufacturer narrative:
Visual inspection of the driver revealed signs of impact shock, physical damage to the front housing, scuff marks on the main printed circuit board assembly (pcba) and primary motor, and a severed red wire on the exhaust fan. During investigation testing, the customer-reported issue of a temperature alarm was reproduced by the driver annunciating temperature alarms because of the non-functional exhaust fan. Visual inspection of the driver observed signs of rough handling which could have resulted in this wire breaking. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.